Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus calibration issue but was unable to confirm the intermittent electrocardiogram and radiofrequency head connectors. Analysis also noted that display screen had cracks on both sides, the upper and lower bullets were missing, the front latch base and frame keyboard were cracked, the upper and lower handles were cracked, the manufacturer's logo button was missing, there was a cut in the stylus cable, and the cover rear display latches were broken. All found defective parts were replaced and all other identified issues were resolved. The stylus was calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated and the electrocardiogram and radiofrequency head connectors were working intermittently. The programmer was returned for service. No patient complications have been reported as a result of this event.